Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: d9: device available for eval.

Event description:
N/a.

Manufacturer narrative:
The insert cev625-1 fenestrated 350mm (cev625-1) was not returned for evaluation; therefore, an evaluation of the device could not be performed. The device history record (DHR) was not reviewed because the batch number was not available. An investigation for cause was unable to be performed because the device was thrown away after sterilization by the user. Potential root cause: the device may have been weakened by successive use and cleaning (five years), and this was not checked before being put into service for the operating room.

Event description:
A facility reported that during a laparoscopic procedure, the jaws of the insert cev625-1 fenestrated 350mm (cev625-1) broke when the surgeon was handling it and fell into the patient's abdominal cavity intraoperatively. An x-ray was carried out to find and extract it, at the request of the surgeon. It was reported that there was an increase in surgical time by more than an hour, time to take an x-ray, remove the device, and retrieve another sterilization box to obtain another pair of forceps. There was no patient death or injuries; however, an increase in surgical time greater than an hour was reported.